Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a air detected in cassette warning during an unknown phase of pd treatment. Patient canceled treatment and when removing the cassette there was fluid found in the pump module area and on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event or required intervention due to the fluid leak. The patient was able to let the cycler sit and dry and has been able to use it since.

Event description:
A peritoneal dialysis (pd) patient reported that there was a air detected in cassette warning during an unknown phase of pd treatment. Patient canceled treatment and when removing the cassette there was fluid found in the pump module area and on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event or required intervention due to the fluid leak. The patient was able to let the cycler sit and dry and has been able to use it since.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed signs of physical damage. The heater tray, front panel, bottom cover and top cover are damaged. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage check passed. System air leak test passed. Patient sensor check passed. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed, cycler was powered off/on and the mwd watchdog timer error alarm did not occur. There were no fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Also during the internal inspection found the speaker damaged. Mushroom head checks passed. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that there was a air detected in cassette warning during an unknown phase of pd treatment. Patient canceled treatment and when removing the cassette there was fluid found in the pump module area and on the external part of the cassette. In a follow up, the patient verified there was no harm, adverse event or required intervention due to the fluid leak. The patient was able to let the cycler sit and dry and has been able to use it since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.